Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient the patient never experienced therapeutic effect (therapy unsuccessful) and the implanted had been off of a couple of years. The family member stated that the therapy never worked for the patient. They noted that this was frustrating because the patient had the implant moved from the left side to the right side and tried several different programs but nothing seemed to help. The family member mentioned that the patient should have the device taken out because they needed the unrelated MRI (not related to the device). The patient was redirected to their healthcare professional (hcp) there were no further complications reported or anticipated.